Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro for an endoscopic vein harvesting procedure will be returned unopened in their boxes. Due to (B)(4) previous complaints on lot number 25146682. (Device remained activated) no patient involvement.

Event description:
The hospital reported that vasoview hemopro for an endoscopic vein harvesting procedure will be returned unopened in their boxes. Due to 227076 and 227077 previous complaints on lot number 25146682. ( device remained activated) no patient involvement.

Manufacturer narrative:
Internal complaint # tw (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/06/2019. The device was returned inside its packaging material. The device was removed from the plastic protective material. A visual inspection was conducted. While there was no reported failure stated, the device was returned in response to other similar devices failing for electrical issues. While it was stated that there was no patient involvement, slight evidence of blood was observed on the tip of the hot jaw. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. No specific failure was reported, however based on the returned condition of the device and the results of the investigation, the analyzed failure mode ¿material twisted/bent¿ was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.